Manufacturer narrative:
The insulin pump was received with no button response due to unlocked lcd keypad connector. Unable to perform the displacement test due to no button response. No belt clip assembly received with insulin pump. Unable to verify belt clip anomaly. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, cracked case at the display window corner, minor scratches on lcd window, and scratched reservoir tube window. (B)(4).

Event description:
It was reported via phone that the customer's insulin pump keypad is not working. During keypad troubleshooting, the keypad was not working. Does not recall what could have caused the issue. The customer's blood glucose was unknown. Advised the customer to discontinue the use of the pump and revert to backup plan.